Event description:
Boston scientific crm received information that this patient had twiddlers syndrome and that caused the leads to dislodge. The physician implanted two new leads. No adverse patient effects noted. At this time, no additional information is available. If additional information becomes available, this event will be updated.